Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the suture was noted to be twisted. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 1069 for the reportable issue of suture broken. Block h10: investigation results: one unused speedband superview super 7 was returned with the handle assembly, ligator head, irrigation catheter and velcro strap for analysis. A visual examination was performed on the ligator head, irrigation catheter and velcro strap and found no issue. The trip wire was observed to be free from kinks and bends. The ligator head was still in the plastic wrap with the suture not broken and without damaged. The bands were properly placed in the ligator head. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. Based on the evaluation of the returned device, the device showed neither evidence of the alleged issue nor any defect which could have contributed to the complaint. Therefore, it was concluded that the investigation conclusion code of this event is "no problem detected" since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6)2019. According to the complainant, during the procedure, the suture was noted to be twisted. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.